Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. The ICD was placed and connected to the right ventricular (rv) lead. During pocket closure, noise was identified on the rv lead which resulted in oversensing. Troubleshooting was performed, but was unsuccessful. This ICD was removed and replaced. With the new ICD, no noise was observed. This ICD was returned for analysis. No adverse patient effects were reported.